Event description:
The customer reported error codes related to a 12v failure. A 12 volt supply failure may result in shut down of the device during use in normal ventilation mode. No patient involvement reported.

Manufacturer narrative:
B4: 22sep2018. G4: 19jun2018. An investigation of the returned parts determined, the component failure u10 on the motor controller (mc) pcba created the 1117, 111d, 111b, 1127 and 1118 error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10 an investigation of the returned parts determined, the component failure u10 on the motor controller (mc) pcba created the 1117, 111d, 111b, 1127 and 1118 error codes. D4 - UDI number added d9 - date returned to manufact.urer updated. H11 g1 - updated contact information.